Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. The lead was subjected to and passed all testing. Analysis did not that the helix was stretched and no longer able to fully retract after testing.

Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to high pacing thresholds attributed to lead helix issues. Surgical intervention and intravenous antibiotics were needed to resolve the issue. The right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.